Manufacturer narrative:
(B)(4) 2011 - (B)(4) - a retrospective review of this adverse event file determined an MDR was needed.

Manufacturer narrative:
(B)(6) - a retrospective review of this adverse event file determined an MDR was needed. (B)(6) - the dealer confirmed the tilt actuator was leaking oil at the consumer's home. Although no injury or property damage was alleged, a leaking tilt actuator is a malfunction alleged. Replacement product has been sent to the consumer but product has not been returned for evaluation.

Event description:
The dealer alleges the tilt actuator is leaking fluid. No injury is alleged.

Event description:
The dealer alleges the tilt actuator is leaking fluid. No injury is alleged.